Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had a -3.0 myopic result and experienced pain in their eye. The surgeon feels his biometry, cylinder and position were correct.

Manufacturer narrative:
Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Attempts have been made to obtain additional info by phone, email, and mail. Completed questionnaire was not received. (B)(4).